Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided complete pump reset instructions, and the caller successfully reset their pump without the error recurring, subsequently starting their sensor session.